Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the received balloon. The balloon was noted to be discolored, and the shell was gray and light brown in appearance. White and blue particles were noted on the outer surface of the shell and center patch. The valve was noted to be discolored, and was dark blue in appearance. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed, and the flow of di water was continuous and unobstructed. An air leak test was performed, and the balloon was leaking from one opening on the radius of the shell. Under microscopic analysis, the opening in the shell, which was approximately 1/10 of an inch in length, was noted to be striated and consistent with damage from a removal tool. No particles were noted on the inner surface of the slit valve. The slit valve was noted to be discolored, and was blue in appearance.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: deflated devices should be removed promptly. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. If it is necessary to replace a balloon which has spontaneously deflated, the recommended initial fill volume of the replacement balloon is the same as for the first balloon or the most recent volume of the removed balloon. Complications: possible complications of the use of the orbera system include: balloon deflation and subsequent replacement.

Event description:
Reported as: the patient's orbera intragastric balloon was removed as "the valve showed small leakage and continued leaking 24 hours after implantation." The device was removed and replaced.